Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted blood on the shaft, which is consistent with advancement of the stent delivery system (sds) into the body. The undamaged stent implant was stationary on the tightly folded balloon between the markers. It was confirmed that the hypotube and jacket material were separated distal to the strain relief tubing. The fracture faces were oval shaped. The jacket material at the hypotube separation was stretched and jagged. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. To help ensure that kinks and shaft separations are not the result of the manufacturing process, all sds are visually inspected for damage at numerous points in the manufacturing process, including a final inspection of the product before being inserted into the dispenser coil. Additionally, a sampling of product is destructively tested to verify lumen integrity. Since there was no report of any damage observed to the sds prior to the procedure, this may suggest that a product deficiency did not contribute to the reported shaft separation. Reportedly, force was used in an attempt to cross the lesion, resulting in the shaft bending and ultimately separating. It should be noted that the xience v instructions for use states: applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components. The reported shaft separation appears to be related to the excessive force applied to the sds. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. A query of the complaint-handling database was performed and there have been no other incidents reported for shaft separations for this lot. All stent delivery systems are visually inspected for kinks/bends during the manufacturing process. Additionally, a sampling of units is destructively tested to verify lumen integrity.

Event description:
The procedure was to treat a lesion in the mid right coronary artery with moderate tortuosity and heavy calcification. The xience v stent delivery system (sds) was advanced; however, due to the tight lesion, force was used, and the proximal shaft of the sds bent, and further broke. The entire system was easily withdrawn, and the procedure was completed with another un-specified stent delivery system. There were no adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.